Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report an emergency room visit on (B)(6) 2016 due to high blood glucose levels. The customer's blood glucose level was 474 mg/dl. The customer tried treating with manual injections. The customer's symptoms included feeling sick, a headache, low vision, and tiredness. The customer was wearing the device at the time of visit. The customer was treated in the hospital with an IV. The customer completed some troubleshooting and did not find any anomalies. The customer declined to check the settings and to perform the high pressure test. The customer was advised that the device was working as designed and to speak with their doctor. Nothing was replaced or returned for analysis.